Event description:
Following an ensitex voxel case for atrial fibrillation, the patient had a minor speech impediment and a subsequent stroke. A rise in impedance was noted while ablating on the left atrial septum and the catheter was withdrawn to inspect for char; none was present. An MRI revealed the patient suffered a small stroke. The physician stated the catheter appeared to be irrigating properly upon removal.

Manufacturer narrative:
Additional information:b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown. There were no performance issues with any abbott devices.

Event description:
There were several high impedance warnings during rfa. The catheter was removed from the patient and inspected and there was no visual evidence of char on the tip of the catheter. The catheter was irrigating appropriately through all distal irrigation ports. Per the physician, the patient has made a full recovery.